Event description:
It was reported that all cic and bedside monitors remained at 2:00 am, telemetry monitors were experiencing intermittent drop out and "no comm" events. Back up monitoring may not have been available in this case. No injury was reported. The reported event is caused by a known condition where the cic time master on the unity network broadcasts time changes and the cic reflects these changes, causing multiple time requests and excessive network traffic. The condition can lead to a loss of monitoring on the unity network, which may delay recognition and treatment of a critical pt event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.